Manufacturer narrative:
No unexpected watchdog timeout alarms, external error alarms, and unexpected restart alarms, blank display anomalies, or off no power anomalies noted during testing. Unit was received with frozen screen anomalies and watchdog alarms/anomalies due to moisture damage on all electronic assemblies noted. Unable to perform insulin pump self-test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, occlusion test, excessive no delivery test, and operating currents measurements due to frozen screen and watchdog alarm/anomaly. Minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, and cracked belt clip slot were noted.

Event description:
The customer reported via phone call that the insulin pump alarmed watchdog timeout, external error, and unexpected restart. The insulin pump shut off and the display returned after troubleshooting. The self-test passed. Customer's blood glucose level was 165 mg/dl. The unexpected restart alarm was recurring with normal insulin pump use. The customer was advised that the device would be replaced and agreed to return the product for analysis.